Manufacturer narrative:
The device was returned for evaluation; however, the injector was not received. After analysis of the lens, the broken haptic was confirmed. It has been concluded that the haptic tearing could have resulted from mishandling of the lens during removal from the lens holder, possibly by pulling on the haptic. All lenses go through a 100% visual inspection for any kind of damage on the lens prior to product being released for distribution. Broken haptics such as this would not have passed inspection. Based on the information provided and without the injector to examine, the reported difficulties appear to be related to handling and prepping of the lens before the procedure and not a product quality issue with respect to manufacture, design or labeling and the treatment appears to be related to the operational context of the procedure. However, the use of an additional lens and need to enlarge the lens is considered medical intervention to prevent impairment/damage to the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure, it was noted that the trailing haptic broke off when the lens was being inserted into the eye and remained stuck inside the injector. The lens was explanted, the wound was enlarged to remove the lens, and sutures used to close the wound. No posterior or anterior capsule tear was reported. Another lens was implanted to successfully complete the procedure. There were no reported adverse patient sequelae.